Event description:
Two drill bits were broken by a surgeon during use in one pt. Metal fragments were left in the joint however no pt injury was reported as a result of this situation. Smith & nephew, inc.-endoscopy divison is reporting this on two medwatch reports 00-00051 & 00-00052.